Manufacturer narrative:
Customer returned insulin pump for alleged blank display and pump not accepting any batteries found on (B)(6) 2021. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. The insulin pump was monitored and no blank display, unexpected power/battery alerts, or unexpected battery power loss noted during testing. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. A review of the downloaded history files reveals there was one (1) low battery alert on (B)(6) 2021 at 11:08 and two (2) battery out limit (power loss) alarms on (B)(6) 2021 at 11:46. The insulin pump was cut open for visual inspection. No damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad. Blank display and unexpected battery power loss are not confirmed. No blank display, unexpected battery power loss during testing or excessive/unexpected power alerts/alarms noted in the history files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Insulin pump had received post reset ram crc alarm. Customer stated that they had replaced the battery and insulin pump did not turn on. The battery compartment was not damaged. The contacts on battery cap were not damaged. The insulin pump had received low battery alert prior to replace battery alert. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.